Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the device was found to be in back-up mode. The battery data was 2.33v, 16ua and <1 kohms. The device could not be programmed and was subsequently replaced.